Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. The contact reported that after additional insulin was added to the cartridge, and reloading the cartridge, the customer received an accurate fill estimate. There was no impact to the customer's blood glucose level.